Event description:
As reported by our edward affiliates in germany, during a transcatheter (tavr) procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the 14f esheath+ was successfully inserted without any resistances, but when trying to introduce the delivery system, it could not advance through the sheath. The delivery system did not come out of the sheath. Everything was removed as a single unit, and an angioplasty was performed in the left femoral artery to open up space so the delivery system could advance with the crimped valve. A new sheath was introduced, and the procedure with a new delivery system + valve was successfully performed. The patient had no injuries due to this event and was stable after the procedure. The perceived root cause of the event was the extreme degree of calcification in the access vessel. In pre-decontamination evaluation, it was found that there was a sheath puncture and the liner was torn; additionally, the valve featured 2 outward-bent struts at the inflow side.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The device was returned for examination. A visual examination found that the sheath shaft was punctured and torn 8cm from the strain relief. Dimensional testing indicated that the delivery system was able to be fully advanced through the sheath with no issues, dimensional testing, including measuring the delivery system flex tip outer diameter (od) was not necessary to be performed. The reported event of sheath punctured was confirmed based on the evaluation of the returned device. Available information suggests procedural factors (device manipulation) likely contributed to the event. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure, resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage have been previously identified in product risk assessment (pra).